Event description:
Customer reported a malfunction with the pump indicated by code 16-0x20e6. Blood glucose level at the time was 159 mg/dl, which is within normal range. No adverse impact was noted on the customer's blood glucose level. A replacement pump was issued due to the inability to access the device, and the malfunctioning pump is set to be returned by the end of (B)(6) 2025.